Event description:
Severe pain (right hip) [hip]; swollen right thigh [hip]; hematoma (injection site) [hip]. Info was received in 2004 from a pharmacist regarding pt, who experienced severe pain (site unspecified) and a swollen thigh. They began treatment with synvisc on an unknown date. The pt's medical history, indication, therapy dates and concomitant medications were not reported. The pt received the first synvisc injection to an unknown site on an unspecified date. Within two hours of the injection, the pt phoned the doctor to complain of severe pain and swollen thigh. In 2004, they visited a local general practitioner. No further details were reported. At the time of this report, the pain and swelling were getting worse. Additional info was received on the following month from the pharmcist. The pt received synvisc for osteoarthritis of the hip. They received synvisc injection to the hip (side unknwon). The severe pain and swollen thigh began one month ago. The severe pain occurred in the "joint." The pt was not hospitalized and did not receive treatment for the events. According to the pharmacist the intensity of the severe pain and swollen thigh was "severe." The pharmacist assessed the relationship of the events to synvisc as "definite." Additional info was received the following month from the physician. The pt had a history of right hip pain and no known allergies to eggs or other avian products. The right hip was injected with synvisc one month ago. The reported event occurred in the right hip and right thigh. The pt recovered from the swollen thigh. The physician was unsure whether the events were a reaction to synvisc, osteoarthritis or bruising. The pt had been hospitalized for 2 weeks. At the time of this report, the pt had not yet recovered from the severe hip pain. Additional info was received the following month from the reporting pharmacist. They reported the pt had hematoma due to the bad technique of the injection. They confirmed that the pt was hospitalized. The pharmacist also reported the events were not related to the product but to the injection technique. Additional info was received the following day from the physician. They confirmed the pt had experienced a severe hematoma. The physician initially stated the events were probably not related to the injection or to the product and all this was just a coincidence. The physician was unsure of the chronology of the occurrences of the events and he did not know which event caused the hospitalization. They stated "the pt experienced severe pain after injection and still experiences a lot of pain." It was difficult for them to say whether the pain was due to the bruising or due to the injection. The physician mentioned that because all of this was a coincidence the events could have probably been related to the synvisc injection. At the time of this report, the hematoma had resovled. Manufacturer's comment: u.s. Labeling states that synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequentely to conservative non-pharmacologic therapy and simple analgesics, (e.g. Acetaminophen). This usage of synvisc in the hip joint is considered off label use in the u.s. But not in europe. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.